Event description:
It was reported that balloon rupture occurred. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During inflation it was noted that the balloon was ruptured. The balloon did not expand so it was deflated and observed that the blood was entering the inflation device however, it was further reported that the device was completely and simply pulled out from the patient's body. The procedure was completed with another of same device. No patient complications were reported. The patient condition was good post procedure.